Event description:
It was reported that (5) device was used during a laparoscopic gall bladder. It was reported by the affiliate that the 511s from a tk11m kit had a torn gasket. There was no consequence to the pt.